Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was reset and the customer continued to use current pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.